Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - constructs: uss/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: tamara-montes, ng., lópez-villagómez, b., anaya-vallejo, s. And de la fuente, v. (2000), biomechanical principles in the treatment of thoracolumbar fractures, revista mexicana de ortopedia y traumatología, vol. 14(1), pages 25-33 (mexico). This descriptive, observational, analytical, longitudinal and retrospective cohort study aims to evaluate the effect of different implants with emphasis on cotrel dubousett. Between 1995 and december 1996, a total of 42 patients (32 male and 10 female) with a mean age of 39 years (range, 17-62 years) underwent posterior instrumentation using unknown synthes universal spinal system. The average follow-up was 22 months (range, 16-30 months). The following complications were reported as follows: 10 patients had post-traumatic kyphosis. Of these patients, 8 patients developed a post-traumatic kyphosis greater than 20¿. 9 patients had unsatisfactorily results. 2 cases of screw rupture. A case of a (B)(6) year old female had increased kyphosis that reached 23 degrees 8 months after surgery. This report is for an unknown synthes universal spinal system (uss). Unk - constructs: uss. This is report 4 of 4 for (B)(4).